Manufacturer narrative:
D10: (B)(6) - 02-012-49-3013 - logic cr tib insert slope++, sz 3, 13mm. (B)(6) - 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6) - 02-010-03-0330 - logic cr femoral cem, right, sz 3. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01537. The revision reported was likely the result of prosthesis wear and instability. Inclusion of the polyethylene components in the packaging recall may have also contributed to the reported revision. A contributing factor to the reported tibial insert wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 67 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint effusion, joint laxity, osteolysis, pain, swelling/edema, and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and instability. Inclusion of the polyethylene components in the packaging recall may have also contributed to the reported revision. A contributing factor to the reported tibial insert wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.